Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced an issue with one infusion set, specifically that the cannula was bent. The patient noticed symptoms within 3 hours of insertion. The infusion set had been in use for 1 minute. The site of insertion was not impacted in any way. The patient does regularly rotate site locations. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.